Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch (B)(4) for this event.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion and under infused. It was stated, "volume to be infused (vtbi) was set to 500cc being infused at 250ml/hr over 120min. Infusion complete alarm acknowledged. Registered nurse (rn) noticed that there was half the bag of vancomycin remaining. Volume cleared, pump set for 200cc. Infusion complete, vancomycin remaining in bag, 50cc added. Infusion completed. Pump at right height and alarms not silenced by primary rn." The event occurred in the critical care unit. No additional information is available.